Event description:
During cryoablation of rspv, the patient experienced phrenic nerve palsy 100 sec into freeze. As per physician, phrenic nerve pacing was being observed by palpation of abdomen. Cryo was terminated immediately upon physician's order. Temperature of freeze at this time (09:43) was -57 degrees. Case discontinued at 10:25 after all veins were checked for isolation, phrenic nerve contraction had not returned at case end. The patient was sent home after the cryoablation procedure, but returned to hospital experiencing complication of respiratory distress and atrial fibrillation.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. The catheter passed the inspection as per specification. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 10 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection / pressure tests did not show any leaks or traces of liquid/blood inside the catheter. This report will be recorded and trended.